Manufacturer narrative:
(B) (4).

Event description:
The pt experienced continual pain and had her device explanted. The physician could only remove a portion of the lead due to scar tissue formation. The pt was told by the physician that the tip of the lead was left in. The pt was concerned that a nerve was touched during the explant procedure. The pt woke up during the procedure and felt tugging. After the device was explanted, the pt continued to experience searing pain in her spine where the lead was and could not sit down or hardly move. The pt was redirected to her healthcare professional. Add'l info was requested from her healthcare professional.